Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data were not evaluable and could thus not be used for a root cause analysis. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 84 months after the implantation the patient received inappropriate shocks due to oversensing and was hospitalized. No further adverse patient side effects were reported.